Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: stop date discrepant (B)(6) 2015 sane date as start date. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C35237) for female sterilisation. The patient had a medical history of endometritis in 2022, adenomyosis, hemorrhage, fever, c-section, endometrial ablation, menorrhagia, parity 2, gravida ii, ovarian cyst and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2409 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: stop date discrepant (B)(6) 2015 sane date as start date. Discrepancy noted: insertion date. As per argus (B)(6) 2015. As per mr (B)(6) 2015. There were approximately 5 coils trailing into the uterus. The entire procedure was then repeated on the contralateral ostium. There were approximately 4 coils trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative phase endometrium with endometritis and evidence of chronic hemorrhage, consistent with post ablation. Endometrium negative for hyperplasia or features of malignancy adenomyosis. Unremarkable bilateral fallopian tubes. [Pregnancy test urine] (date unknown): negative. Lot number: c35237, manufacture date: 2013-03 expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C35237) for female sterilisation. The patient had a medical history of endometritis in 2022, adenomyosis, hemorrhage, fever, c-section, endometrial ablation, menorrhagia, parity 2, gravida ii, ovarian cyst and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2409 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: stop date discrepant (B)(6) 2015 sane date as start date. Discrepancy noted: insertion date as per argus (B)(6) 2015, as per mr (B)(6) 2015. There were approximately 5 coils trailing into the uterus. The entire procedure was then repeated on the contralateral ostium. There were approximately 4 coils trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative phase endometrium with endometritis and evidence of chronic hemorrhage, consistent with post ablation endometrium negative for hyperplasia or features of malignancy adenomyosis unremarkable bilateral fallopian tubes. [Pregnancy test urine] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: stop date discrepant (B)(6) 2015 sane date as start date. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.